Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The beds brakes functioned as designed. Per the hill-rom service manual it is necessary for the excel care bariatric bed to have an effective maintenance program. We recommended that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.